Event description:
It was reported that approximately six weeks post implant the patient developed a pocket infection. The pocket would not heal and the leads came out. The patient received antibiotic treatment and the implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6944a65 lead (B)(6) 2014. (B)(4).